Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the ems after 5 firings, the device is newly opened and not reused. The surgeon needed to open a new ems to complete the case. There was no consequence to the pt.